Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4)

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was evaluated and it confirmed the customer complaint. The reported event of loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4)